Manufacturer narrative:
Patient weight: information unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was exchanged. No additional information was provided. Through follow-up, it was learned that the lens was explanted due to the patient experiencing a hyperopic outcome. The lens was discarded. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens (same model and higher diopter) was successfully implanted as a replacement. No additional information will be available.